Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 17-jan-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) 47.5 mg/ml for a total dose of 5.1 mg/day via an implantable pump for non-malignant pain. It was reported a catheter event was reported and confirmed. It was reported the patient had a refill on (B)(6) 2019 and when they pulled the drug from the reservoir, they got all the drug back. Yesterday ((B)(6) 2019) they had planned on performing a catheter revision, however the hcp decided to just aspirate the catheter to clear it due to a kink. The hcp did not revise any portions of the catheter. It was noted they diluted the drug and put in the new concentration in the reservoir. The new dose and concentration was dilaudid (hydromorphone) 23.7 mg/ml for a total dose of 1.1 mg/day. It was stated that the rep at the case had programmed a normal bridge bolus set to last 81 hours even though there was no drug currently in the catheter. The reason for the call was the hcp would like the patient to start getting drug right away. Therefore they wanted to advance the drug to the tip of the catheter and do a modified bridge bolus. It was noted they had updated the pump yesterday at 15:23 and currently the time was 9:10 (about 18 hours had gone by since the update). It was inquired what dose they want to bridge the old drug, and it was noted that they don¿t know if the hcp wanted the patient to be getting any of the old drug so they will consult with them and callback if they need further assistance. The catheter volume was 0.171ml. A catheter kink was confirmed. The rep was to follow up with the hcp. No symptoms were reported. The event date was (B)(6) 2019. No further complications were reported/anticipated.